Event description:
Rn attempted to access patient's port-a-cath for chemotherapy infusion. As rn was inserting gripper micro needle bent at the skin. Rn pulled the device back and another device was used. Patient had to be accessed twice.